Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to detach from the delivery device. There was no harm to the patient, no intervention was required, and a repeat procedure was performed wherein they used another capsule. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule has been in contact with blood and body fluids and was cleaned down with disinfectant wipes. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the capsule failed to detach from delivery system during use. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.